Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the electronic patient gas system (epgs) to function as intended. The epgs sensor calibration was successful. The flow and oxygen (o2) blend checks were performed and all results were within tolerance.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) was unable to duplicate the reported issue. The electronic patient gas system (epgs) was powered on and off successfully multiple times, as well as passing multiple calibrations. The epgs was set to different flows and all values were within specification. The network interface card cable was replaced as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
During field installation of the device, the field service representative (fsr) reported that the electronic patient gas system (epgs) was not working. There was no patient involvement.